Manufacturer narrative:
No unexpected scrolling of numbers or battery out limit alarms noted during testing. Passed displacement test and off no power test. The operating currents were in specifications. Intermittent button response on the esc button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the keypad buttons are not responsive. Customer is unable to clear the alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.